Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4) ; product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. It was noted there was severe calcification of the common femoral arteries. It was reported that approximately two and a half weeks later follow up CT showed that the stent graft was occluded on one side. An intervention procedure was carried out and a thrombectomy was performed of the left iliac stent graft limb and the external iliac artery followed by ballooning. As poor flow was still observed, bare metal self-expanding stents were also implanted from the stent graft to the left distal external iliac artery. Poor flow was still apparent post the stent graft so an endarterectomy with a patch graft was preformed of the left common femoral artery. No inflow was observed so multiple forgarty balloons were used to attempt to open the distal external and it was decided to also carry out a right to left fem-fem bypass. As per the physician, there was possibly an outflow issue and the cause of the event is unknown. No additional clinical sequelae were reported and the patient is being fine.

Manufacturer narrative:
Analysis summary: the reported left limb occlusion was confirmed; however, the exact cause could not be determined from the films provided. Pre-implant films revealed that the patient¿s aorta and iliac/femoral vessels were bilaterally calcified and of small caliber. The films were non-contrast; therefore, the measurements were approximate and no assessment of vessel flow lumen including any potential vessel thrombus could be performed. Angio¿s at implant were not available for review and the blood flow dynamics could not be assessed. Complete CT¿s post-implant were not provided; however, a low-resolution video of a post-implant CT did confirm occlusion of the left limb with left limb compression. It appears that implanting within the small diameter and extensively calcified vessels most likely contributed to the occlusion. Oversizing of the bifurcate, implanting a 28mm bifurcate into a 21 ¿ 19mm calcified neck, may have also been a factor. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.